Event description:
International affiliate has informed us of an event that the user alleges air leakage was found by ventilator alarm. Air leaked when the inflation line was under tension. No adverse outcome.